Event description:
Est (extended self check [test] performed successfully prior to use. Ventilator set on pt and operated normally for several precedures. The ventilator with out warning went into a high pressure alarm. The display screen showed a "failed post" pressure and the unit shut down.